Event description:
The doctor reported the implant was removed due to loss of osseointegration approximately 2 years after implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. The doctor reported bone resorption during the implant placement surgery. The patient will require another surgical intervention.